Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was due to the therapy pcb assembly. After replacing therapy pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced therapy pcb assembly at the product assessment center (pac) and the cause of the reported issue was determined to be due to tvd diode d15. Therapy pcb assembly was archived by stryker.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.